Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, when the customer stepped on the pedal, it did not initiate x-ray. The customer contacted philips to inquire about the part number of the wireless footswitch that would be compatible with their wireless base station. No additional information has been made available to philips on the nature of the failure or the resolution by the customer. Philips did not have enough information to exclude the connection failure associated with medical device correction z-0476-2022 and as such the complaint was reported. Based on the information collected, philips concludes that the problem was a mechanical issue. Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch does not work. The system was not in clinical use. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.